Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2162 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal vai hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C22909) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day"). The patient had a medical history of menses irregular, back pain, parity 3, gravida, back pain, pelvic pain female and abnormal uterine bleeding. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2189 days after essure insertion and 27 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (tlh bs (total laproscopic hysterectomy and bilateral salpingectomy)). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - previously the date of removal was (B)(6) 2021 and as per medical records the date of removal was (B)(6) 2021 updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: xr hystrosalpingogram inj clinical history: essure placement. Patient is on day 10 of her menstrual cycle. Procedure: hysterosalpingogram. Impression: normal appearance post essure placement. [Pathology test] on (B)(6) 2021: specimens:uterus with cervix,bilateral fallopian tubes clinical history:abnormal uterine bleeding,pelvic pain final diagnosis: uterus, resection: benign proliferative endometrium and serosal fibrous adhesion. Cervix: mild chronic cervicitis and nabothian cyst. Fallopian tubes with paratubal cysts. Gross examination: the fallopian tubes are remarkable for multiple unilocular, smooth walled, clear watery fluid filled paratubal cysts ranging from 0.4 to 0.7 cm in greatest dimension. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: reporters,medical history,lab data,patient information,lot no.,added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2162 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal vai hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 16-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted (lot no. C22909) for female sterilisation. Product or product use issues identified: medical device monitoring error ("essure placement and endometrial ablation done on same day"). The patient had a medical history of menses irregular, back pain, parity 3, gravida, back pain, pelvic pain female and abnormal uterine bleeding. Previously administered products included: mirena. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2189 days after essure insertion and 27 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (tlh bs (total laproscopic hysterectomy and bilateral salpingectomy)). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted - previously the date of removal was (B)(6)2021 and as per medical records the date of removal was (B)(6) 2021 updated. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: xr hystrosalpingogram inj clinical history: essure placement. Patient is on day 10 of her menstrual cycle. Procedure: hysterosalpingogram. Impression: normal appearance post essure placement. [Pathology test] on (B)(6) 2021: specimens:uterus with cervix,bilateral fallopian tubes clinical history:abnormal uterine bleeding,pelvic pain final diagnosis: uterus, resection: benign proliferative endometrium and serosal fibrous adhesion. Cervix: mild chronic cervicitis and nabothian cyst. Fallopian tubes with paratubal cysts. Gross examination: the fallopian tubes are remarkable for multiple unilocular, smooth walled, clear watery fluid filled paratubal cysts ranging from 0.4 to 0.7 cm in greatest dimension batch no.c22909,production date~2014-02-07,expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.